Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Customer was successfully able to fill cartridge with insulin and resume insulin delivery. Customer¿s blood glucose level was 168 mg/dl.